Event description:
According to the reporter, during laparoscopic procedure, the device was unable to fire. During the firing, the staples did not open. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.